Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was unable to recognize the pads. There is no indication of negative patient impact as a second device was used to treat the patient.